Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 12 (xylene) was not in contact with the corresponding sensor for approximately 7 minutes and 26 seconds from 13:54 pm on (B)(6) 2017, which is sufficient time to replace the reagent; and the properties of the corresponding reagent station were reset at 14:02 pm on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 12 prior to this action were: xylene concentration=82.5%, cycles=25, cassettes=1410, days=21. A user affirmed in the instrument software that the default concentration of 100% was to be set at 14:02 pm on (B)(6) 2017. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 12 (xylene) was used for the first time in the final clearing step of the "factory 8 hr xylene standard" protocol started in retort b at 16:53 pm on (B)(6) 2017, from which sub-optimal tissue processing was reported. Investigation of this complaint found that the instrument the instrument operated within specification during execution of the "factory 8 hr xylene standard" protocol started in retort b at 16:53 pm on (B)(6) 2017. Information communicated by the complainant to the fss that the xylene and ethanol bottles may have been "inadvertently switched during the changing of the solution" suggests that the root cause of the sub-optimal tissue processing reported was use error, which occurred between 13:54 pm and 14:02 pm on (B)(6) 2017 during manual replacement of the reagent in bottle 12 completed prior to commencement of the "factory 8 hr xylene standard" protocol started in retort b at 16:53 pm on (B)(6) 2017.

Event description:
Leica biosystems received a complaint regarding "poor processing of biopsy specimens". The complainant advised that biopsy samples are processed using a two (2) hour protocol during the day and an eight (8) hour protocol overnight; use of both the two (2) hour and the eight (8) hour protocols for processing biopsy samples has been validated and the quality of tissue processing was found to be identical; and speculated that xylene was leaking into the alcohol bottles. On 29 september 2017, a leica field support specialist (fss) visited the customer site in order to investigate the circumstances involved in this complaint. The fss documented that the affected tissue samples were derived from an eight (8) hour protocol run in retort b comprising 103 cassettes, which started at 16:53 pm on (B)(6) 2017; the reagent in bottle 12 (xylene) used in the final clearing step had been replaced; and the complainant commented that "ethanol bottles and xylene bottles are very similar" and "potentially, inadvertently, switched during the changing of the solution." On 04 october 2017, leica biosystems (B)(4) received information that all the cases from which tissue samples exhibited sub-optimal tissue processing were diagnosable.